Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that the pt lost a significant amount of weight causing the pump to "sag" and irritate the lateral femoral cutaneous nerve. It originally appeared that the pump was replaced on (B)(6) 2006. Add'l info revealed that the pump only was repositioned due to migration on (B)(6) 2006. The MFR's device tracking system indicated that the pump was explanted and replaced on (B)(6) 2006. The pt recovered without sequela. The medications being delivered via the device system were bupivicaine and dilaudid.